Event description:
On 07/01/08, after the analysis of the returned product, it was identified that the tip of the extender sleeve was sheared off. This malfunction has been previously reported. Previously, on 04/24/08, the sales representative reported that during surgery, the extender sleeve tip cracked after all screws were implanted.

Manufacturer narrative:
Product is an instrument and is not implantable. A device history record review found not discrepancies. A visual inspection found the tip of the sleeve sheared off. An engineering investigation determined the cause to be user error.